Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced no stimulation sensation with the device turned on following emg the prior tuesday. The voltage was increased until the pt felt the stimulation. The pt was experiencing increased pain at the stimulator site when she bends over. There were no falls or other trauma. Additional info was requested.